Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device'), fallopian tube perforation ('perforation (fallopian tube(s))') and heavy menstrual bleeding ('bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, depression, chronic cervicitis, uterine bleeding, hand pain, wrist sprain, menses irregular and paratubal cyst. Concomitant products included ferrous sulfate from 2017 to 2018 and medroxyprogesterone acetate (depo provera) since (B)(6) 2012 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes describe: irregular periods") and loss of libido ("loss of libido"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), 3 months 7 days after insertion of essure. On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), skin discolouration ("rashes or skin conditions type: dark spots on my face") and depressed mood ("depressive mood after the essure") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("bleeding: anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic or hypersensitivity reaction type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and cyst ("other injury(ies) or complication (s) please describe: cyst in head"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, iron deficiency anaemia, abdominal pain, back pain, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, tooth disorder, nervous system disorder, vaginal discharge, weight increased, gastrointestinal disorder, cyst and skin discolouration outcome was unknown and the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, alopecia, menstruation irregular, loss of libido and depressed mood had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cyst, cystitis, depressed mood, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, heavy menstrual bleeding, hypersensitivity, iron deficiency anaemia, loss of libido, menstruation irregular, migraine, nervous system disorder, pelvic pain, skin discolouration, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),anemia. Date(s) of insertion: previously reported insertion date was (B)(6) 2012 left tube: 3 coils right tube: 4 coils, patient tolerated the procedure well current weight 174 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative pregnancy test. Lot number: 772500, manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, depression, chronic cervicitis, uterine bleeding, hand pain, wrist sprain, menses irregular and paratubal cyst. Concomitant products included ferrous sulfate from 2017 to 2018 and medroxyprogesterone acetate (depo provera) since february 2012 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes describe: irregular periods") and loss of libido ("loss of libido"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), 3 months 7 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), skin discolouration ("rashes or skin conditions type: dark spots on my face") and depressed mood ("depressive mood after the essure") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("bleeding: anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic or hypersensitivity reaction type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and cyst ("other injury(ies) or complication (s) please describe: cyst in head"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, iron deficiency anaemia, abdominal pain, back pain, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, tooth disorder, nervous system disorder, vaginal discharge, weight increased, gastrointestinal disorder, cyst and skin discolouration outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, alopecia, menstruation irregular, loss of libido and depressed mood had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cyst, cystitis, depressed mood, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hypersensitivity, iron deficiency anaemia, loss of libido, menorrhagia, menstruation irregular, migraine, nervous system disorder, pelvic pain, skin discolouration, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),anemia. Date(s) of insertion: previously reported insertion date was (B)(6) 2012 left tube: 3 coils right tube: 4 coils, patient tolerated the procedure well. Current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative pregnancy test. Lot number: 772500 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: event dyspareunia outcome updated to recovered. Concomitant drug, lab data, reporter details were added . A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, depression, chronic cervicitis, uterine bleeding, hand pain, wrist sprain, menses irregular and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), 3 months 7 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("bleeding: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cyst ("other injury(ies) or complication (s) please describe: cyst in head") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, tooth disorder, nervous system disorder, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, cyst, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cyst, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nervous system disorder, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),anemia. Date(s) of insertion: previously reported insertion date was (B)(6) 2012 left tube: 3 coils right tube: 4 coils, patient tolerated the procedure well. Current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative pregnancy test. Lot number: 772500 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, depression, chronic cervicitis, uterine bleeding, hand pain, wrist sprain, menses irregular and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes describe: irregular periods") and loss of libido ("loss of libido"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), 3 months 7 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), skin discolouration ("rashes or skin conditions type: dark spots on my face") and depressed mood ("depressive mood after the essure") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("bleeding: anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic or hypersensitivity reaction type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and cyst ("other injury(ies) or complication (s) please describe: cyst in head"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, iron deficiency anaemia, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, tooth disorder, nervous system disorder, vaginal discharge, weight increased, gastrointestinal disorder, cyst and skin discolouration outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea, fatigue, alopecia, menstruation irregular, loss of libido and depressed mood had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cyst, cystitis, depressed mood, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hypersensitivity, iron deficiency anaemia, loss of libido, menorrhagia, menstruation irregular, migraine, nervous system disorder, pelvic pain, skin discolouration, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),anemia. Date(s) of insertion: previously reported insertion date was (B)(6) 2012 left tube: 3 coils right tube: 4 coils, patient tolerated the procedure well. Current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative pregnancy test. Lot number: 772500 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: pfs received- new events-" dark spots on my face,loss of libido, depressed mood", reporters were added. Pt of hormonal changes describe was updated. Outcome of "pelvic pain, excessive bleeding, irregular cycles, cramping, pain during sexual intercourse, loss of sexual libido/ depressive mood, hair loss and fatigue" was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, depression, chronic cervicitis, uterine bleeding, hand pain, wrist sprain, menses irregular and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), 3 months 7 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("bleeding: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cyst ("other injury(ies) or complication (s) please describe: cyst in head") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, tooth disorder, nervous system disorder, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, cyst, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cyst, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nervous system disorder, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),anemia. Date(s) of insertion: previously reported insertion date was (B)(6) 2012 left tube: 3 coils right tube: 4 coils, patient tolerated the procedure well current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative pregnancy test. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: , infection (bladder/ urinary tract/vaginal) type: , apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, malposition of essure device location of device: , bladder or urinary problems or changes, migraines / headaches, dental problems, neurological conditions or problems type:, pain, vaginal discharge, perforation (fallopian tube(s)), fatigue, weight gain, gastrointestinal or digestive system condition type: , other injury(ies) or complication (s) please describe: cyst in head, hair loss, hormonal changes were added. Patient's medical history was added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.